Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, re-seated all connections from the I/o hub to the computer. The medtronic representative booted into the software and was able to replicate the camera disconnected error. The medtronic representative noticed that the system control unit (scu) had an orange light instead of green. RMA issued, replacement camera (scu) shipped to site on 12/11/2015 for issue resolution. A medtronic representative replaced the scu and performed a navigation system check-out, all areas passed. The medtronic representative reported the system is working well after replacing the scu, no further issues have occurred. Medtronic investigation of returned suspect device finds that the scu powered up without the fault light on and functioned normally. However, a check of the event log revealed a history of intermittent internal strober error dating back to (B)(6) of 2014. This scu has not been previously returned for a failure. The reported event was confirmed to be caused by an electrical failure mode, caused by a system fault code. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that the navigation system camera was not tracking. The site representative stated the software showed the camera had a red x and wasn't tracking any instruments. All of the toolcards on the verify instrument screen showed disconnected. The site representative rebooted the system which was reported to have resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was sent to the vendor for further analysis. The description of failure was verified. The unit was displaying an error due to a faulty component that was shorted on the front panel board. As a result, the part required replacement followed by applicable testing to ensure proper operation. (B)(4).